Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that during a thyroid procedure (substernal goiter) there was a lot of noise coming from the nim system. During troubleshooting it was determined that one of the leads was off-target. The site attempted to reposition the tube without success, so it was swapped for another one. While troubleshooting the surgeon continued to operate and after the thyroid was removed it was found that the right recurrent laryngeal nerve was no longer responsive; there was a 30 minute delay. On follow-up, it was reported that the tube and nim system began making noise one hour into the procedure and the tube vocalis had a red x. The doctor proceeded to work during troubleshooting the issue. The system was changed with another nim so there was an interruptions monitoring while changing out the unit to another one. During that time, the doctor believes the injury occurred, since before the troubleshooting began, the vegas nerve was functioning. Post specimen removal, the vegas nerve was found unresponsive. No visual nerve resection was reported. It was also mentioned that the doctor believes that the tube was defective and seemed to be the issue as the system quieted after intubating with a new tube. The surgeon performed a hemi-thyroid vs total, he anticipated voice interventions down the line. The nerve function did not return.

Manufacturer narrative:
H3: in an as received condition, the wires of the electrodes were cut. The electrode wires in the returned sample were tested for continuity to manufacturing specifications. (Resistance from end to end shall be less than 200 ohms). Electrode wire 1 of 4 ¿ continuity in specification. Electrode wire 2 of 4 ¿ continuity in specification. Electrode wire 3 of 4 ¿ continuity in specification. Electrode wire 4 of 4 ¿ continuity in specification. In the returned condition, there was no out of specification condition that is likely related to the complaint. H6: fdm b17 and fdr c20 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.